Manufacturer narrative:
(B)(4). D10: cat: 00434906603 lot: 65750406 40mm ã¿ +3mm offset 65âº neck angle retentive poly liner. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately four months post-initial implantation due to dislocation. Surgeon elected to revise to a larger poly. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute the reported event. The initial report was submitted in error and should be voided.